Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. The increased intra-peritoneal volume (iipv) event was identified during an event history log review. Upon conclusion of the investigation, the cause of the event was one or more cycles advanced to next fill when a slow or no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2015 at 00:48:46. During night drain cycle five, the patient's ultrafiltration reading was 1223ml, indicating the home patient drained 1223ml more than their maximum programmed fill volume of 2000ml. No additional information is available.